Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the comment or to match the events reported with previously reported events. Correspondence has been sent to the author of the comment inquiring about individual patient information and additional information regarding the reported events. Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Oh, m.y., abosch, a., kim, s.h., lang, a.e., lozano, a.m. Long-term hardware-related complications of deep brain stimulation. Neurosurgery. 2002; 50(6): 1268-1274; discussion 1274-1266. Summary: to determine the incidence of long-term hardware-related complications of deep brain stimulation (dbs). Long-term follow-up reveals that hardware-related complications occur in a significant number of patients. Factors that lead to such complications must be identified and addressed to maximize the important benefits of dbs therapy. Reported events from (B)(6) commentary: 1. 1 patient experienced lead migration after implantation of the internal pulse generator. It was noted that the event occurred in a patient with large ventricles who, upon awakening from general anesthesia, experienced considerable bucking and coughing, with the lead ending up in the ventricle rather than in the ventralis intermedius thalamus. 2. 1 patient experienced a lead fracture exactly at the microplate. The source literature did not include any specific device information. Further information has been requested; a supplemental report will be submitted if additional information is received. See the comments from (B)(6) in the attached literature article.